Manufacturer narrative:
Medtronic received additional information that changed the event description and device relatedness of this previously reported event. There is no evidence to suggest the device caused or contributed to a reportable death, serious injury or malfunction. Updated b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the left bundle branch block (lbbb) was caused by a non-medtronic (safari) guidewire. The lbbb first occurred prior to insertion of the valve and delivery catheter system (dcs) into the patient. The conduction disturbance did not change during advancement of the dcs through the aortic arch, or following implant of the valve.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, prior to advancement of the delivery catheter system, left bundle branch block as the guidewire and catheter were manipulated within the left ventricle. Subsequently, the valve was implanted in the patient. Following valve implant, a permanent pacemaker was implanted in the patient. No additional adverse patient effects were reported.